Event description:
It was reported that the patient presented for the procedure. During the procedure, the left ventricle (lv) lead was clogged with blood. The physician removed the lv lead and soaked it in the heparinized saline. Meanwhile, the physician took a new lv lead and tried to implant it in the patient, but the lead became clogged with blood. So the physician removed the second lv lead and soaked it in heparinized saline. The second lv lead was not able to flush and was unable to implant. Whereas the first lv lead was able to flush and was successfully implanted in the patient. There were no patient consequences.

Manufacturer narrative:
The reported event of lead clogged with blood was not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.